Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced f1 and c3 on motor control board due to no power. Replaced keypad assembly as keypad recall action completed. Based on the findings, service determined that the reported issue was due to fuse block electrical failure. Device history record: a review of the device history record showed the device had a manufacture date of 17may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device will not turn on / off. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.